Event description:
The pt reported no longer hearing sound sensations. Using the appropriate diagnostic equipment, it was determined by the health care provider that the device is not functioning according to MFR's specifications. Explantation/reimplantation surgery had not been scheduled as of the date of this report. The health care professional has been informed that the explanted device should be returned to cochlear corp.